Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that the pump experienced a malfunction alarm. The customer's blood glucose was 136 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.